Event description:
It was reported that the device was used during a laparoscopic cholecystectomy; the device clips were falling out. Another was used and the same thing happened. A third device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.